Manufacturer narrative:
Qc was within the customers established ranges pre and post the event. The customer analyzed three levels of qc between sample #3's initial run and repeat run results and the results were within established ranges. Service was not dispatched. A clear root cause can not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to three (3) erroneously elevated accutni result above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. The samples were repeated and upon repeat testing the results were within the risk stratification range and normal reference range. The results were reported out of the laboratory. Patient's treatment was not impacted by this event.